Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 398 mg/dl following an infusion site change. The user corrected bg by changing the leaky infusion site. No hospitalization or medical treatment was required. No long-term health effects reported.